Manufacturer narrative:
An isi instrument and accessory (I&a) support specialist investigation has been completed. The specialist conducted a site visit and reviewed the customer¿s cleaning processes and made recommendations for best practices. The specialist also provided the customer with a competency checklist for internal training. Site history review was conducted and did not show any additional complaints related to this event. No image or video clip for the reported event has been submitted for review at this time. Unable to perform system or instrument logs review with the lack of product and procedure information on file at this time. Based on the information provided at this time, this complaint is reportable due to the following: there was a report of a post-operative infection following a da vinci-assisted gynecology procedure but there was no information provided regarding the severity of the infection or whether or not an isi product caused or contributed to the complication. At this time, the procedure type, the date of the procedure, the severity of the infection, and the steps taken to address the infection remain unknown. Additionally, the root cause of the infection cannot be determined.

Event description:
It was reported on 25-nov-2020 that after a da vinci-assisted gynecology procedure in 2018, there was a ¿surgical site infection¿. The customer (infection control) subsequently requested a meeting with intuitive surgical, inc. (Isi) to follow up on the report. At this time, the procedure type, the date of the procedure, the severity of the infection, and the steps taken to address the infection remain unknown. Isi has reached out to the customer to obtain additional information but has not yet received a response. All follow-up attempts have been exhausted.